Event description:
Display error (device malfunction). Case description: a pharmacist reported that a patient noticed the device display on his innovo was defective, and could not display the correct number of units. No adverse event was reported. Analysis results: technical examinations wer performed. The device was tested with a penfill caratridge and a novofine nedle mounted. A switch in the doser is worn. This may cause the display to change from dose setting mode to dose delivery mode (rising sun) by itself during dose setting. Technical description of fault: during dose setting, the numbers in the didsplay change as intended, but without warning the display changes from dose setting mode to dose delivery mode (sun rising) by itself. The error occurs when the inject switch opens during dose setting. This is interpreted as if the push -button is pushed completely down and has opened the switch. The lock keeps the inject button in locked position by sliding its metal part into a groove on the lifter. When the lock is released the inject switch contact opens and a dose can be dialed. When the edge of the lock is worn the inject switch contact may open during dose setting. Medical consequences: the fault will be obvious to the user. The fault can however, if neglected by the user, lead to a possible overdose and thereby to hypoglycaemia. The risk of experiencing a hypoglycaemic event is considered to be very low.